Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# v014617, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient did not charge their battery one night in (B)(6) 2016, and the following day it was depleted. There was no known environmental / external / patient factors that may have led to the issue. The rep stated that they plan to reach out to the patient to interrogate the device and ensure proper charging techniques. The actions/interventions taken to resolve the issue included the patient charging their battery. The rep later reported that the patient's impedances were checked and there appeared to be a short on contact pair 1 <(>&<)> 2 as the impedance values were 52 ohms. The patient was programmed on 3+ 2-. The patient's recharge statistics were provided and displayed daily normal recharging with 8 boxes. The rep later reported that the cause of the short circuit was unknown and there were no interventions to fix the short. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.